Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen was shattered. Reportedly, the reason for the shattered screen was unknown. Customer reported that the pump was still functional. Customer's blood glucose was 122 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.